Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device will switch "off" by itself while battery level shows full charge. Customer reported that the alarm will occur before switching "off" by itself. Customer also reported that by disconnecting and connecting the device back to its docking station, the device will run the next 10 minutes and then "error in data storage" message displays. It was reported that the device is able to enter in monitoring activities. There was no known impact or consequence to the patient.